Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining falsely positive rheumatoid factor (rf) results that were not reported out of the laboratory. The results provided by the customer are shown in this report. No reports of patient impact were attributed to this event.

Manufacturer narrative:
No sample information was provided and no sample issues were noted. Customer did not report any calibration or qc issues or issues with other chemistries or system errors. Customer indicated that switching to a different lot of reagent resolved the issue. Service was not ordered as the customer is not questioning instrument performance at this time. Root cause is not known but this appears to be a reagent issue. This report is related to the following mdrs: 2050012-2012-00040; 2050012-2012-00041; 2050012-2011-02340.